Event description:
The customer reported the ready for use indicator blinks when battery inserted. Unable to calibrate the battery by means of the defibrillator. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.